Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a percutaneous coronary intervention (pci) procedure a patient was implanted with two non-medtronic stents and a resolute onyx rx coronary drug eluting stent in the proximal-distal right coronary artery (rca). The stents were implanted from the distal side in the following order: non-medtronic stent, resolute onyx stent and non-medtronic stent. It was reported that approximately 3 months post implantation of the stents,that the patient was transported by ambulance in an emergency situation to the hospital. A coronary angiography (cag) was performed and it was found that the resolute onyx was clogging with thrombus. It was noted that the patient was previously prescribed 2 tablets 60mg antiplatelet drug brilinta for 1 dose however it was noted that this was changed to 1 dose of 1 tablet for 3 nights. Thrombus aspiration was performed by emergency pci and the resolute onyx stent was expanded by ballooning. Blood flow was restored. The patient is reported to be alive.

Manufacturer narrative:
Relevant history: diabetes, high blood pressure, hyperlipidemia and smoking, angina additional information: the lesion was in the mid-distal right coronary artery (rca). The lesion had complete occlusion, 100% stenosis. The resolute onyx was implanted at the position with severe tortuosity and hinge motion. It was assessed that the location where the three stents were implanted concerned the physician. The physician considered that there was a high possibility that restenosis would occur early. The thrombus event occurred approximately 4 months post implantation of the stents. The medication change occurred 3 days prior to the patient presenting with stent thrombosis. The patient recovered. The physician assessed that it was unlikely that the event was caused by drug reduction directly. The physician assessed that the intima may have bulged and thrombus was accumulated there. However, the resolute onyx was not defective. If information is provided in the future, a supplemental report will be issued.